Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the headed screw was opened before the surgery started. When the outside portion of the package was removed, it was found to be adhered to the inner sterile package, causing the paper to delaminate and contaminate the item.